Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2019; brand name activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2019; brand name activa; product ID: 3387s-40 (lot: v031485); product type: 0200-lead; implant date: on (B)(6) 2007; brand name activa; product ID: 3387s-40 (lot: va0rgj8); product type: 0200-lead; implant date: on (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a dbs wire eroded and an infection; the whole system needed to be removed. It was unknown whether any external factors may have led or contributed to the issue. The patient went to the hospital immediately to resolve the issue when noticed.  The surgery to remove the device and wires will be on (B)(6) 2023. The patient is alive with an injury.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported the surgeon removed all of the dbs equipment; leads and battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient underwent implantable neurostimulator (ins) replacement on (B)(6) 2023. About a week or 2 ago, the patient began to notice redness and tenderness along the extension cables along the right side of their neck. They have had some crusting on their scalp. The diagnosis was dbs cable infection, hardware complicating wound infection. The patient was admitted and started on IV antibiotics. On exam, the ins site appeared to be well healed. There was significant erythema, tenderness, and pain along extension wires in the right side of their neck with possible exposed hardware, some evidence of scalp drainage near where the connectors would be for the dbs electrodes (scalp and neck). At the time of surgery, hardware erosion on the extension wires along the right side of the neck which tracked proximally and distally but did not affect cranial portion of dbs system. Laboratory testing found no evidence of resistant bacteria/in need of antibiotics, which suggested that the infection was from "outside in" via a scratch or lesion. The etiology was indicated as having a causal relationship with the device or therapy and possibly related to the implant procedure. Explant of the entire dbs system occurred on (B)(6) 2023 and the patient was monitored through (B)(6)/2023. The issue was resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.